Event description:
A discordant sodium (na) result was obtained on an dimn exl with lm instrument. The result was reported to the physician. The sample was retested and the corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens field service (fse) was dispatched to the customer site. After analysis of the instrument, instrument data and samples, the fse determined that the discordant sodium result was due to poor sample integrity. The operator is using a swinging bucket centrifuge and is spinning for only 6 minutes, versus the recommended 10 minutes. The instrument is performing within specifications. No further evaluation of the device is required.